Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope sheath and distal cap were worn post routine maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the biopsy channel had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: no leakage during incoming inspection. The scope cover plate was detached. The air/water cylinder had no color and was deformed. The suction cylinder had no color. Due to wear of the angle wire, the bending angle in the left direction did not meet the standard value. The channel tube had foreign objects. The plastic distal end cover had a scratch. The adhesive around the objective lens had discoloration. The adhesive around the light guide lens had discoloration. The adhesive on the bending section cover was detached. The connecting tube had a scratch. The universal cord had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.